Event description:
In a laparoscopic gastric bypass procedure, during the firing of a plcr60b reload via an i60s stapler, the device failed to fully deploy all the staples. Some of the staples which were deployed were malformed. The entire staple line was oversewn. The patient was in stable condition after the procedure.

Manufacturer narrative:
The plcr60b was returned and examined. The reload was damaged in a manner consistent with its having been improperly loaded. This was the root cause of the observed event. Evaluation summary: retention posts are damaged, tissue bumps are damaged, several staples remain on reload.